Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was giving an occlusion alarm.

Manufacturer narrative:
The download data from the returned device showed that an 0x14 occlusion alarm had been generated by the pod. Blood was observed inside the soft cannula and in the formed needle tip. Fluid path testing found that the blood observed in the formed needle was preventing fluid from flowing through the fluid path. After clearing the blood blockage from the formed needle, fluid flowed freely through the complete fluid path. Inspection of the formed needle found the tip of the formed needle to be bent. No other damages or deficiencies were observed that would contribute to bleeding at the infusion site. The damaged needle tip was confirmed to be the cause of the blood inside the formed needle that resulted in the 0x14 occlusion alarm.